Manufacturer narrative:
Date sent: 05/18/2009. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that after an colon procedure, there was a staple line leakage. The leakage was detected with a scanner a few days after the intervention. Patient required longer hospitalization of 12 days and antibiotics IV. No difficulty was reported during the initial case. No further information known.